Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time. H3 other text : patient consent for analysis has not been received.

Event description:
It was reported that the remote home monitoring system issued an alert for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicated possible premature battery depletion. Technical services (ts) was consulted and upon review of the stored information noted that the battery usage has increased at a gradual rate. Ts suggested the device be explanted. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported. This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicated possible premature battery depletion. Technical services (ts) was consulted and upon review of the stored information noted that the battery usage has increased at a gradual rate. Ts suggested the device be explanted. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for the subcutaneous implantable cardioverter defibrillator (s-ICD) indicated possible premature battery depletion. Technical services (ts) was consulted and upon review of the stored information noted that the battery usage has increased at a gradual rate. Ts suggested the device be explanted. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.